Event description:
It was reported that the patient with this pacemaker had recorded a signal artifact monitoring (sam) episode. Sam was disabled due to electromagnetic interference (emi), the motorized bed the patient was sleeping on had an electrical problem. High out of range right atrial (ra) lead impedance measurements above 3000 ohms, noise in the right ventricular (rv) lead channel, and a 10 second pause were noted. Technical services (ts) was consulted and recommended isometric and pocket maneuvers, turning the mv on and unplugging the bed and monitoring other sources of emi. The patient will continue to be monitored. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker had recorded a signal artifact monitoring (sam) episode. Sam was disabled due to electromagnetic interference (emi), the motorized bed the patient was sleeping on had an electrical problem. High out of range right atrial (ra) lead impedance measurements above 3000 ohms, noise in the right ventricular (rv) lead channel, and a 10 second pause were noted. Technical services (ts) was consulted and recommended isometric and pocket maneuvers, turning the mv on and unplugging the bed and monitoring other sources of emi. The patient will continue to be monitored. This pacemaker system remains in service. No additional adverse patient effects were reported. The pacemaker was explanted due to normal battery depletion, and was replaced. No additional adverse patient effects were reported. This pacemaker has returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had recorded a signal artifact monitoring (sam) episode. Sam was disabled due to electromagnetic interference (emi), the motorized bed the patient was sleeping on had an electrical problem. High out of range right atrial (ra) lead impedance measurements above 3000 ohms, noise in the right ventricular (rv) lead channel, and a 10 second pause were noted. Technical services (ts) was consulted and recommended isometric and pocket maneuvers, turning the mv on and unplugging the bed and monitoring other sources of emi. The patient will continue to be monitored. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker had recorded a signal artifact monitoring (sam) episode. Sam was disabled due to electromagnetic interference (emi), the motorized bed the patient was sleeping on had an electrical problem. High out of range right atrial (ra) lead impedance measurements above 3000 ohms, noise in the right ventricular (rv) lead channel, and a 10 second pause were noted. Technical services (ts) was consulted and recommended isometric and pocket maneuvers, turning the mv on and unplugging the bed and monitoring other sources of emi. The patient will continue to be monitored. This pacemaker system remains in service. No additional adverse patient effects were reported. The pacemaker was explanted due to normal battery depletion, and was replaced. No additional adverse patient effects were reported. This pacemaker has returned for analysis.